Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the pump was replaced today. The expected volume was 9.6 ml and 5 ml were removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information receive reported the patients pump "broke" a couple of months ago and was overdosing medication. There was a volume discrepancy noted. The pump was replaced.

Event description:
Additional information was received. It was reported that the patient saw the surgeon on the day of report and surgery would be scheduled in the near future for replacement.

Event description:
It was reported that there was a volume discrepancy. It was noted the expected volume was 11.8 ml and the actual volume was 7 ml. It was further noted the cause of the discrepancy was unknown. The reporter stated the pump needed replacing by 2015 so the patient would arrange the replacement now. It was noted the patient stated they felt like the pump was under infusing, not over. It was further noted that there were no patient symptoms or complications associated with this event. It was noted the patient status at the time of this report was alive with no injury. The pump contained dilaudid and bupivacaine. Additional information received reported that there were no symptoms. The reporter stated that three weeks before they noted a 2 ml volume discrepancy. It was noted the expected residual volume was 4 ml and the actual residual volume was 2 ml. The reporter stated they did not think the cause of the discrepancy was a pocket fill. The reporter further stated the patient was fine and they were going to see a surgeon soon for a replacement since the pump was near end of life.